Event description:
It was reported that there was an alert for low hv lead impedance. There was one delivered shock; however, it converted the rhythm. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.